Manufacturer narrative:
Additional information: manufacturing date: 06/06/2017 - 06/07/2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing, under water pressure testing, and clear passage testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not flow. This occurred during infusion using a baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.